Event description:
While using the mid1 dissector, the surgeon tore the left atrium and hemorrhage occurred. Consequently, the patient was converted to an open procedure (patient placed on bypass and full sternotomy). The tear was repaired and there was no other patient consequence.

Manufacturer narrative:
Surgeon performing procedure stated that upon intraoperative transesophageal echocardiography, it was determined the patient had +3 mitral regurgitation. The patient had a very enlarged heart making access and visibility in the surgical field difficult. The device was not returned for evaluation but a review of distribution records shows that two lot numbers were shipped to the user facility within the last two months. We had available for evaluation a device from one of the two lots. The evaluations results show nothing that could have contributed to the event. We reviewed the lot records for both lots to determine if any deviations were accepted that may have caused or contributed to this event and none were noted. No trends in our complaint records are apparent to indicate that this issue is systemic.